Event description:
I started getting sick about free years after implantation of mcghan 168 textured implants. Severe fatigue, swollen lymph nodes, inability to swallow, hair loss, breast pain, memory loss, brain fog, dizziness, heart palpitations, diagnosed with hypothyroid, acne, melasma, severe weight gain, loss of libido, chronic yeast infections, inflammation, sensitivity to sound and light and the list goes on and on. It's ruined my life. I cannot function. Allergic to soy, milk, mildew, fungus, pollen, all after being implanted. FDA safety report ID# (B)(4).